Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the dfm100 indicating that the external paddle was found dirty during self-test. There was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Nalysis was performed by customer only. Based on the results of the analysis provided by customer, the product was confirmed to be operating per specifications, and the cause of the reported problem could not be determined. The issue was resolved by cleaning the external paddle. A review of the service history for this device shows that the problem has not been reported again for this device.